Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: unknown, product type: programmer, physician. Product ID: 8870, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On 16-oct-2019 it was reported that the clinician programmer did not update when a concentration change was performed approximately a week prior. No information was updated in the pump. The concentration was changed from 10 mg/ml to 15 mg/ml and the patient had been feeling lethargic since that appointment. The patient came in on (B)(6) 2019 at noon for an appointment and per the hcp, the clinician programmer ¿worked this time¿. No diagnostics and/or troubleshooting were performed. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved and the status of the patient was unknown. No further complications have been reported as a result of this event.